Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2014, 6984m adaptor, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The device was reprogrammed and remains in use. It was noted there was atrial under sensing due to programming. Patient appears to be in chronic atrial fibrillation (af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.